Event description:
It was reported that the user experienced a hyperglycemic event with blood glucose at 400 mg/dl while using the ilet system and identified insulin pooling and leakage in the cartridge and connection as the apparent cause; the user replaced all supplies, which resolved the issue and restored glucose to target. Symptoms include nausea and trace ketones on urine testing associated with hyperglycemia. Outcomes included transient hyperglycemia without hospitalization. Customer care provided troubleshooting support and user education focused on checking for leaks, and reestablishing proper insulin delivery. Investigation of this case revealed a probable insulin delivery interruption due to leaking at the cartridge or connector, consistent with a device component issue affecting insulin infusion and resulting in elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable use-related or component-related leakage leading to interrupted insulin delivery.